Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: sigmoid resection. During the intervention, after having already made 14 shots of the voyant 5mm fusion clamp, the handle remained stuck. The surgeon closed the jaws by pressing the handle, delivered the energy to seal the tissue, passed the blade and cut the tissue, but at the time of opening the handle to open the jaws was run aground. The surgeon had to finish the surgery with another clamp. After trying to unclog the clamp, jump the small metal piece that allows the handle to close and open. This piece was hooked to the handle with adhesive tape so that there is proof of which piece it is. Additional information received from sales representative by email on 06/18/2018: the blade did not get stuck. What got stuck was the handle. The surgeon was able to release the jaws from the tissue after energy delivery and tissue transection. The tissue was removed well, without tissue damage or bleeding. The surgeon found a resolution by changing the device. The hospital warehouse kept the sample so that we can pick it up. Patient status: no patient injury or illness occur associated with the complaint event